Event description:
Patient reported experiencing infusion set tubing separating at the luer lock. Patient indicated that he realized the separation when he noticed insulin leakage and the smell of insulin. He indicated the separation caused his blood glucose to elevate to 250 mg/dl. His normal range is 80-120 mg/dl. Patient indicated that he did not experience any symptoms associated with the elevated blood glucose. He changed his infusion set and administered an insulin injection to lower his blood glucose. No medical assistance was required. Product was requested to be returned for evaluation.